Event description:
Customer reported that the main power cord overheated at the lower post a/c power receptacle. Pt was occupying the intensive care system. No injuries were reported. Appoximately 3/4 inch of the female end of the power cord melted.